Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "check vent: battery failed" alarm. There was no patient involvement when the issue occurred. No patient or user harm reported. This investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
The device was evaluated, and the service engineer (se) confirmed the issue. The se reported that the occurrence of "check vent: battery failed" (diagnostic code 1124) was recorded in the event log. The diagnostic code was caused by a lithium-ion battery failure, the lithium-ion battery needed to be replaced. This investigation is still ongoing.

Manufacturer narrative:
The device was evaluated, and the service engineer (se) reported that the "check vent: battery failed" (diagnostic code 1124) was confirmed at the service center, and code was recorded in the event log. The se replaced the lithium-ion battery to resolve the issue. The se cleaned and tested the device prior to it to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.